Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, a pump reboot was observed in the pump history. A crack was found in the battery compartment, the threads on the battery cap were stripped and the battery cap was unable to tighten properly. Using a test battery cap, the pump was powered up and exercised for 24 hours without incidents. In addition, the pump powered up to a dim and discolored verify screen with the appropriate audio and vibration alerts. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the battery cap was damaged and display screen was dim and discolored. This report is made based on results of investigation completed on 12/10/2013.